Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown m2a head, item number: unknown. Item number: unknown, item name: unknown stem, item number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02294.

Event description:
It was reported patient underwent right hip revision due to pain, acetabular loosening, adverse tissue reaction, noise and difficulty ambulating. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item number: (B)(4), item name: m2a magnum head, lot #: 777940; item number: (B)(4), item name: m2a magnum taper insert, lot #: 699470; item number: (B)(4), item name: bi-metric stem, lot #: 887590. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m2a-magnum pf cup 48odx42id, part # us157848 from lot 053280, was returned and evaluated against the complaint. Visual inspection found the inner radius to be scratched. Foreign debris remains stuck to the porous coating. No out of the ordinary damage was observed. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.